Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, dyspareunia, hydatid cyst, uterine fibroids and adenomyosis. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in date of removal (B)(6) 2011. On (B)(6) 2011: postoperative diagnoses: pelvic pain and dyspareunia. Uterine fibroids and/or adenomyosis, pathology pending. Procedures: 1. Robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy. 2. Plasmax and xenograft tissue graft applications. 3. On-q pump catheter installation. Findings: the uterus was enlarged approximately 9 to 10 weeks'. Size. Consistent with adenomyosis and or fibroids. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: -fallopian occlusion devices well positioned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021: mr received: event 'medical device removal' was updated by 'pelvic pain'. Medical history, lab data, patient's aka name, reporter information were added. New event added: dyspareunia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.